Manufacturer narrative:
The complaint investigation for a falsely decreased sodium result generated from alinity c processing module, serial # (B)(6) while using alinity c ict sample diluent lot number 60167un23 included a review of data and information provided by the customer, labeling review, search for similar complaints, ticket trending review, and device history record review. Return testing was not completed as returns were not available. Ticket search by lot 60167un23 did not find an increase in complaint activity. Ticket and trending review did not identify any related trends regarding commonalities for lot number. Device history record review did not identify any non-conformances or deviations for the complaint issue. Quality control result was within expected range during discrepant result indicating the acceptable performance of the assay on the instrument. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the available information, no deficiency was identified.

Event description:
The customer reported falsely low sodium generated from an alinity c processing module on (B)(6) 2024. The customer provided the following data (sample ID (B)(6)): initial result on alinity c processing module sn: (B)(6) was a sodium of 111 mmol/l, repeat on sn: (B)(6), sodium was 144mmol/l, and repeat on sn: (B)(6), sodium was 143 mmol/l. (Sodium reference range is 136 to 145 mmol/l.) There was no reported impact to patient management.

Event description:
The customer reported falsely low sodium generated from an alinity c processing module on (B)(6)2024. The customer provided the following data (sample ID (B)(6) ): initial result on alinity c processing module sn: (B)(6)was a sodium of 111 mmol/l, repeat on sn: (B)(6), sodium was 144mmol/l, and repeat on sn: (B)(6), sodium was 143 mmol/l. (Sodium reference range is 136 to 145 mmol/l.) There was no reported impact to patient management.

Manufacturer narrative:
A1 patient identifier: complete sample ID is (B)(6) an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.